Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during wound closure on an open orthopedic procedure, the strand broke halfway through the closure. Another device was opened to finish the case.